Manufacturer narrative:
The device log has been captured and analyzed. The log shows that on the date of event ((B)(6) 2015) at 6:18h and 6:20h the technical error ¿o2 poti unplugged¿ is logged. If this error occurs alarm is generated and ventilation stops. Root cause is bad electrical contact in the adjustment area of the potentiometer. In case of this technical error the device alarms optically and acoustically, ventilation is stopped. The "instruction for use" require keeping an alternative ventilation resource (ventilation bag) ready. In december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometers (to turn them) and their reliability of operation. All concerned competent authorities have been informed.

Event description:
It was reported that a patient was transferred from ICU to the theatre. On half of the way the device generated an acoustical alarm with the message "technical error." The device was switched off and on again and continued to work for short time, until the patient could be handed over to the anesthesia team at theatre. No injury reported.